Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected pump error 4 or 15 alarms noted during testing. The device powered up properly after battery installation. It was received with operating's currents within specification. No unexpected failed battery, low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. The alarm was not resolved. The bolus amount was not recorded in the daily history. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.